Event description:
It was reported that the procedure was to treat the marshall vein. During injection of liquid in the 2.0x8 mm mini trek balloon dilatation catheter, there was a leak noted from a hole located at the connection/hub area of the device. This was preventing balloon inflation. Another unspecified balloon was used to complete the procedure. There were no adverse patient effects and there was a delay in the procedure; however, there was no harm to the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
H6: medical device problem code 1494 - incorrect anatomy. Visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the procedure was to treat the marshall vein. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) states: the mini trek ii otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction (mi), balloon dilatation of a stent after implantation (balloon models 2.00 mm only), balloon dilatation of de novo chronic total coronary occlusions (cto). In this case, it is unknown if the IFU violation contributed to the reported complaint. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.